Event description:
It was reported that the atrial lead exhibited noise. Noise could be reproduced in the emergency room. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the lead was returned in two pieces. An insulation abrasion exposing the outer coil was noted at 27.4 cm to 28.4 cm from the distal tip. The abrasion is consistent with that of exposure to friction with another implantable device. This could cause the reported noise.